Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Provider alleges the front suspension is coming loose where the strut meets the frame allegedly causing the end user to fall out of the unit.